Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Updated fields: h2, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation of foreign material in the air/water channel, and a foreign body in the air/water cylinder. The use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. The event can be prevented by following the instructions for use which state: "nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited error code b30 (scope communication error) and displayed snow on the screen during a diagnostic colonoscopy procedure. The procedure was completed using an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. Corrected fields: b5, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in the air/water channel, and a foreign body in the air/water cylinder. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the reported malfunction scope suddenly turned black with snow on the screen and scope communication error was fiber breakage in light guide bundle. Additionally, most probable cause of foreign material in the air/water channel, and a foreign body in the air/water cylinder could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited a black screen.